Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5117157, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5125040, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-3138-25, serial number: (B)(6), batch/lot number: 2000022159, model/catalog description: lead extension kit 25cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-3138-25, serial number: (B)(6), batch/lot number: 7042729, model/catalog description: lead extension kit 25cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-8352-50, serial number: (B)(6), batch/lot number: 18338876, model/catalog description: coveredge x 32 surgical lead kit 50 cm, unique identifier (UDI)#: (B)(4), model number/catalog number: sc-4318, batch/lot number: 23254101, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient experienced loss of stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.